Event description:
User received discrepant ise results for two pt samples. Pt 1, initial sodium gave 91 mmol per l; repeat gave 138 mmol per l. Pt 2, initial potassium gave 9.38 mmol per l; repeat gave 3.8 mmol per l. Initial values were not reported and patients not adversely affected. The field service representative believed the problem to be sample specific. Noted the customer reran calibration and controls prior to his arrival and all results were within specification. He inspected ise module, primed all tubing, and noted all reagents are full and instrument is clean. A precision study was run with results within specification. Verified instrument is performing within specification.